Manufacturer narrative:
The reported event of oversensing noise and insulation abrasion were confirmed but the reported event of lead fracture was not confirmed. Internal insulation abrasion breaching the all the lumen with the inner coil exposed was noted at 26.3-27.0 cm from the distal tip. One right ventricular cable etfe coating was also found abraded in this location. Internal insulation abrasion was found at 30.0 ¿ 30.6 cm and 32.8-33.6 cm from the distal tip breaching the superior vena cava cable lumen. The inner coil lumen and the svc cables were undamaged in these locations. Electrical and x-ray examinations of the partial lead did not find any indication of conductor fractures. The cause of the reported events of oversensing noise and insulation abrasion was due to the multiple internal insulation abrasions breaching all the lumens with abraded right ventricular cable coating and exposed inner coil. Abbott is continuing to monitor this issue.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing on the right ventricular (rv) lead was observed. Inappropriate antitachycardia pacing (atp) was delivered. Upon chest x-ray, externalized conductor was observed. Lead fracture was also noted. The lead was explanted and replaced. The patient¿s condition was stable before, during and after the procedure.